Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on october 16, 2017 but was not available. Trend analysis: no trend considering the following event is identified: pain/leg length discrepancy device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported patient is experiencing pain, swelling, damage to spine and leg length discrepancy seven years post-implantation (implantation surgery on jul y 8, 2010). An injection was given to patient in her groin for pain. No revision has been reported to date. Review of received data x-rays dated (B)(6) 2010, (B)(6) 2010, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 were received. No problems noticed related to the ceramic head. Further, x-rays dated 2017 show that the patient's right leg lengthened compared when compared to post-op x-rays dated 2010. Implentation surgery dated (B)(6) 2010: pre-op diagnosis: right hip degenerative joint disease and right periacetabular cyst. Procedure: open biopsy and curettage of cyst with autograft bone grafting and right tha biolox 36mm head was implanted without difficulty along with zimmer warsaw design components. Hip was taken through range of motion after it was reduced and found to be stable. No problems noticed. Doctor visit notes dated (B)(6) 2010: findings: there has been interval right total hip replacement. The previously seen left total hip replacement appears unchanged. There is no apparent complication on the provided views. MRI results dated (B)(6) 2017: impression: possible prior right l4-l5 hemilaminectomy; correlate with surgical history. At l4-l5, there is moderate-to-severe right and moderate left neural foraminal stenosis with possible impingement on the exiting right l4 nerve roots. At this level, right facet osteophytes may abut the descending right l5 nerve roots without clear displacement. At l5-s1, there is moderate-to-severe bilateral neural foraminal stenosis with possible impingement on the exiting ls nerve roots bilaterally. Implant stickers belonging to the operation dated (B)(6) 2010 were received. Undated patient letter indicating that the patient suffers from hypothyroidism. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary: the review of the DHR indicates that the head met all requirements to perform as intended. No revision surgery of the tha has been done or planned yet. X-rays and surgical notes hint to leg length discrepancy obvious after 7 years post-op. Pain cannot be related to a single specific failure mode for the ceramic head. The reason of the leg length increase in the right leg cannot be explained with the information at the hand. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Further, the investigation of the case involving the warsaw products is accessible under warsaw split case cmp-0332054. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta ceramic femoral head m 36/0 taper 12/14 on the right side (B)(6) 2010. Currently, the patient is being monitored due to pain and limb swelling.